Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported."

Event description:
During an arthroscopic rotator cuff repair procedure, the tip of the anchor fractured. It was reported the surgeon inserted the anchor despite the drill hole and guide position being mismatched. The surgeon attempted to find the fractured piece for approximately ten minutes; however, it is unknown if the fractured piece was retained. An additional hole was drilled and another anchor was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Investigation results concluded that the reported event was due to possible user error, as the drill hole and guide were stated to not be aligned properly. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.